Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large suturecut needle driver instrument to perform failure analysis. Failure analysis investigations did not confirm customer reported complaint. The instrument was analyzed and it did not have damaged cables upon visual inspection. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No product issue was identified. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9. Correction to section d: primary product batch/lot number was updated to k11240606 0173

Event description:
Refer to h11 for follow-up information.